Event description:
It was reported that the pump was alarming no disposable alarm pump lamp tubing. Reviewed settings and closed clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and pump alarm persisted. Removed cassette and again gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and pump alarm persisted. Powered pump off, removed cassette and gently tapped to disperse air bubbles in the line and attempted to release green flow stop. Replaced cassette and powered pump on. Opened clamp and started the pump. Pump is running. No further questions at this time. Encouraged her to call back if she needs any further assistance.